Manufacturer narrative:
This report is submitted on january 12, 2021.

Event description:
Per the clinic, the patient experienced facial nerve stimulation. The patient also experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.